Event description:
Gbo awareness date: 01may2025. The customer reported 5 separates dirty needlestick incidents which occurred between (B)(6) 2025: incident 1: new user thought they activated the safety device, even remembering hearing a click. Incident 2: new user was stuck as they discarded the device into the sharp's container. Incident 3: the patient jumped and caused the phlebotomist to stick their finger. Incident 4: the butterfly came out of the patient's arm unexpectedly. The phlebotomist was startled and went to grab it and was stuck. Incident 5: phlebotomist incurred needlestick. Customer advised limited details available, and device used unknown. Customer advised no photographs or product samples are available. Customer returned MDR questionnaires answering 'no' to all questions for each incident. Update 19may2025: two additional needlesticks were reported by the customer to the gbo product specialist team during training on (B)(6) 2025. Incident 6: 450096v1/lot unknown: phlebotomist did not engage the safety device before removing the needle from the patient's arm. They were stuck in the left hand. Dirty needle. New user of device. Customer advised, photographs and samples not available. Incident 7: 450096v1/lot unknown: the butterfly unexpectedly came out of the patient's arm. The butterfly flipped back towards the phlebotomist and stuck them in the thigh. Dirty needle. New user of device. Customer advised, photographs and samples not available. Customer returned MDR questionnaires answering 'no' to all questions for each incident.

Manufacturer narrative:
Complaint (B)(4).: no samples were received for evaluation. No batch numbers were provided by the customer. We forwarded the complaint to our supplier from which we receive this product for their information. Unfortunately, without basic information, a thorough investigation is not possible. The complaint is closed as cannot be determined.